Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. A sheath was not returned. A 0.037592 cm guidewire was found inserted through the iab. An inner lumen/guidewire kink was observed at 1.524 cm from tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and inner lumen was performed and no leaks were detected. A sensory output test was performed on the iab and no pressure readings appeared. The evaluation confirmed the reported problems. The sensor issue is being escalated to the supplier to determine a root cause. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. The iab was replaced but again the console generated an iab optical sensor failure alarm and also did not display the blood pressure waveform signal by optical fiber on the screen. A third iab was used and the sensor trouble was finally resolved. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).